Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that, the battery of their interstim started going off and the device itself was stinging the patient. The patient decided to have the whole system removed on (B)(6) 2025, and there¿s no replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-feb-19 additional information was received from the patient. The patient stated that the device just began vibrating in their right hip in (B)(6) of 2024. It was unknown if this was due to normal battery depletion. The patient stated that the battery would start and randomly stop after about 20 minutes. The patient said it did this multiple times for three days, starting on a friday night. The patient said "the device was 10 years old. I have no idea of what caused the problem". The patient reported that they called their doctor on the monday following the weekend the device stings started. The patient scheduled an appointment for the following day. The patient also spoke with a manufacturer representative who coached them with the probe and the activity of the device. The patient stated they saw technology on tuesday at their doctor's office. The technologist turned of the device. The patient repeated that the device was removed. The issue was resolved.